Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the implantable cardiac monitor exhibited undersensing and oversensing, with some t-wave oversensing (twos). It was further reported that multiple episodes of atrial fibrillation were suspected after reviewal of electrocardiogram strips. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.